Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on friday midday with blood glucose of 754 and 600 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer's current blood glucose was 120 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer performed high pressure test and it did pass. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis